Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were multiple lead integrity alert (lia) triggered on the right ventricular (rv) lead for high rate non sustained episodes and short ventricular interval counts. There were also multiple alerts for rv lead noise. It was also noted that the patient had several episodes that resulted in inappropriate therapy due to lead noise. It was determined, during rv lead replacement, that the rv lead had fractured, as noise could be reproduced after the header was checked and the rv lead reinserted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.